Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6_13.2; -10.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise; it was additionally noted "patient happy with distance vision but dissatisfied with intermediate and near vision. Lens remains implanted. The problem is not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
B5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. This complaint is not MDR reportable due to the lens is a vicm6 (no similar lenses marketed in the us). Claim# (B)(4).